Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their symptoms had been the worst in years. Later, on (B)(6) 2017 the healthcare provider (hcp) stated that the patient was more symptomatic and having nausea most of the time. They were not sure if the patient had lost weight or if stimulation was still turned on. They wanted a manufacturing representative (rep) to check the device. The patient was last seen at a gastrointestinal (gi) clinic for their system on (B)(6) 2015. Follow up from the patient on (B)(6) 2017 reported that on (B)(6) 2016 there was an acute exacerbation of severe nausea and vomiting, and abdominal pain for several weeks. They were bed ridden and instantly ill 24 hours a day. On (B)(6) 2017 their hcp checked the device to find that the settings were below the setting they made during the operation on" (B)(6) 2013". The date the patient mentioned was conflicting information as the patient was implanted on (B)(6) 2014, based on the sequence of events, information reasonably suggests the patient intended to write (B)(6) 2014. The patient stated that there was no provider that accessed the device besides that hcp at the appointment on (B)(6) 2017. They increased the setting "with impedance of 7.5". The implantable neurostimulator (ins) indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.